Event description:
Hair was found inside 2 epidural kits prior to doing a procedure. No patients were harmed. Product was medline, epidural cstm pack lf, lot 24hla123. All kits were sequestered and there was a return merchandise authorization to return them to the vendor. Reference report: mw5165529.